Event description:
It was reported that the patient experienced pain and breakdown of skin over the neurostimulator implant site. The patient had her neurostimulator and lead replaced. Her new device system continues to work well. Further information is being requested from the hcp.